Manufacturer narrative:
This report is being submitted to correct the additional manufacturer narrative and device unique identifiers (model/serial). Additional information received confirmed this ra lead is a non-boston scientific device. The initial 3500 report was not required.

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) system recorded out of range pacing impedance measurements in both this right atrial (ra) lead and the right ventricular (rv) lead. The rv lead is a non-boston scientific device. The patients is in permanent atrial fibrillation (af). Boston scientific technical services (ts) reviewed the stored data and recommended actively monitoring the patient. The system remains in service. No adverse patient effects were reported. Additional information received confirmed this ra lead is also a non-boston scientific device.

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) system recorded out of range pacing impedance measurements in both this right atrial (ra) lead and the right ventricular (rv) lead. The rv lead is a non-boston scientific device. Boston scientific technical services (ts) reviewed the stored data and recommended actively monitoring the patient. The system remains in service. No adverse patient effects were reported.